Manufacturer narrative:
The hill-rom technician found the brake casters needed to be replaced. Per the hill-rom user manual, warning: patients may use the bed for support while entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in march 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).